Event description:
It was reported that the health care provider (hcp) noted the patient had a revision approximately one year ago and it was found that the catheter was "completely coiled up". It was later reported that the revision occurred on (B)(6) 2013. The patient had dilaudid and bupivacaine in the pump system at the time of the event. It was additionally reported that the pump was found to be flipped due to twiddler¿s syndrome on (B)(6) 2013. The patient also had a very weak abdominal wall due to a colostomy and occasional feeding tube. It was noted that neither of these tubes were related to the device or the therapy. The health care provider (hcp) stated the patient¿s weak abdominal wall made it easier for the patient to flip it around. As previously reported, the patient went in for a revision on (B)(6) 2013 and it was noted the procedure went well and there were no issues. The excess of the coiled portion of catheter was cut and a new catheter was added. The pump was reinforced through the suture loops.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type catheter. (B)(4).